Event description:
It was reported that the bd angiocath¿ IV catheter experienced foreign matter in or on device cannula/needle/catheter. The following information was provided by the initial reporter: according to the customer's report, when the hcp opened the package, a piece of another catheter was found onto the catheter.

Manufacturer narrative:
H.6. Investigation: bd received a 22 gauge angiocath unit from lot 9254137 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed what appeared to be a piece of catheter material attached to the catheter tubing. A piece of the material was collected and sent for ftir testing. Ftir analysis confirmed that it was a piece of catheter material. Based off the visual inspection the engineer was able to verify the reported defect. It was determined that this was a manufacturing defect but the specific root cause could not be determined.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd angiocath¿ IV catheter experienced foreign matter in or on device cannula/needle/catheter. The following information was provided by the initial reporter: according to the customer's report, when the hcp opened the package, a piece of another catheter was found onto the catheter.